Manufacturer narrative:
Product complaint # (B)(4). Investigation flow: damage. Visual inspection: the stardrive scrwdrvr shft/t4 50mm/self-retaining hex coupling (part #: 03.130.010, lot #: h803953) was received at us cq. Upon visual inspection, it was observed that the distal tip was stripped. No other issues were identified with the returned device. Device failure/defect was identified. Dimensional inspection: dimensional inspection of the distal cutting profile tip could not be conducted due to post-manufacturing deformation of the tip. Document/specification review: all related drawing are reflecting the manufactured and current revisions were reviewed. Complaint was confirmed. Investigation conclusion: the complaint condition is confirmed for the stardrive scrwdrvr shft/t4 50mm/self-retaining/hex coupling (part #: 03.130.010, lot #: h803953) as the distal tip was observed to be stripped. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier- universal punch / monument. Manufacturing date: sep 11, 2019. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: h803953 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Four pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, ns068071 met all inspection acceptance criteria. Packaging label log (pll) lppf, lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated 06-jun-2019 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.04. Inspection certificate supplied to universal punch from zap (for raw material) dated jul 29, 2016 was reviewed and determined to be conforming. Certificate of analysis supplied by nonbond for op # 60 (tin coat) dated jul 16, 2019 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated aug 28, 2019 was reviewed and it was noted that the operation step notated on the certification is incorrectly identified as op #100. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review: jun 25, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, it was noticed during set up that the stardrive screwdriver shaft tip is twisted. It is unknown if there were fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. This complaint involves (1) device. This report is for (1) sd scrwdrvr shft/t4 50/self-retain/hxc. This report is 1 of 1 for (B)(4).